Manufacturer narrative:
(B)(4). The insulin pump passed functional testings including displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. Drive support disk was inspected and no anomaly was noted. The insulin pump was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. Pump passed the dat test. The insulin pump was received with cracked battery tube threads. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose (B)(6) 2017 in the morning with 459 mg/dl blood glucose reading. Customer was hospitalization because of high blood glucose reading. Customer stated there was no symptom. Customer was treated in the hospital. Customer current blood glucose reading was 140 mg/dl. Customer blood glucose at the time of the incident was 312. The drive support was normal. Customer was wearing the pump at time of hospitalization. Customer felt ok to troubleshoot. Customer stated they had no issue with air bubbles or occlusion. The infusion set was changed (B)(6) 2017. The infusion set was changed every 2-3 days. The bolus was delivering normal. Drive support was normal. High pressure test was not performed. The insulin pump setting was not mention. Insulin pump was returned for analysis.